Event description:
The user facility reported that during a patient procedure the handle of their advance capsule endoscope delivery device detached when facility personnel attempted to deploy the capsule. The wire was retrieved with a grasping device. The procedure was completed successfully. No report of patient harm.

Manufacturer narrative:
The device subject of the event was returned for evaluation which revealed that the device was damaged. The damage observed is indicative of excessive force being used when the device is actuated. A steris endoscopy product specialist offered in-service training on the proper use and handling of the device; however, the user facility declined. The advance capsule endoscope delivery device instructions for use (IFU 731119) states: "open and inspect the device for shipping or handling damage. If damage is evident (e.g. Bends, kinks, cracks, misshaped cup), do not use this device and contact your local product specialist. Open and close the finger rings on the handle two (2) times to make sure it moves smoothly. (Moving the finger rings away from the thumb ring is open, moving the finger rings towards the thumb ring is closed). Observe that the deployment cable moves in and out. The device history record was reviewed and no abnormalities were identified. There have been no other complaints associated with this lot. A 3-year complaint review indicates this to be an isolated event. No additional issues have been reported.